Manufacturer narrative:
The reported complaint of premature discharge of battery was confirmed. Device was at end of life (eol) level with no telemetry when received. Device was cut open and manual measurement performed. High current from the hybrid was noted during electrical testing.¿an anomalous integrated circuit (ic) on the hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
During an in-clinic follow-up, the longevity of the device was shorter than anticipated. Premature battery depletion is suspected. The device was explanted and replaced to resolve the event. The patient is stable.